Event description:
Since implantation, patient has been experiencing abdominal pain and he has developed fistulates.

Event description:
Additional information retrieved 11/06/2019 for report number mw5077890. Caller was experiencing purulent discharged and fistulas. Also, caller would like to correct spelling of name and ass 2 more devices.

Event description:
Add'l info received on 02/18/2020 for report mw5077890. Reporter called to add lot numbers huvcbl25 and huvfbl12 for the previous c. R. Bard devices that he has reported on and to add an add'l device called ethicon flex hd 20cm x 25cm.